Manufacturer narrative:
(B)(6). (B)(4). Investigation summary: level b investigation complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 2nd related complaint for needle hub separates on lot # 9252455. A review of risk management (B)(4) revision 14 indicates that the potential risk of this specific reported incident (syringe, needle hub separates) was captured and addressed investigation summary: customer returned a photo of a 1/2cc, 6mm, 31g syringe with the poly bag from lot # 9252455. Customer states that the needle gets stuck inside the orange protector and does not come out. The photo was examined and exhibited the hub-needle/shield assembly separated from the barrel. Manufacturing ((B)(4)) will be notified of this issue. A review of the device history record was completed for batch# 9252455. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: as per investigation completed by manufacturing under investigation child (B)(4), "on 15sep2020, (B)(4) received photo complaint, material #324917, lot #9252455. A visual evaluation of photo found (1) syringes, one with no needle assembly attached. There did not appear any damage on the barrel for both the samples. Process summary: automatic syringe assembly machine, which feeds 0.5ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: l2l dispatch #(B)(4) was created for main dial out of adjustment. Corrective action: adjusted the air jets and rails. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends." Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd insulin syringe with bd ultra-fine¿ needle experienced hub separation from the device prior to use. The following information was provided by the initial reporter: customer reports that when she is going to pull the medication so it comes to the syringe, the needle gets stuck inside the orange protector and does not come out. It is like there was no needle.